Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was explanted from the patient's left eye. Another johnson and johnson iol was implanted as replacement (same model, +22.0 diopter). No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2021 and (B)(6) 2023. Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, the initially implanted intraocular lens (iol) was exchanged for the same model lens with a 2 diopter difference, which indicates a calculation issue. There was no reported patient injury. There is no quality issue with johnson and johnson iol. Therefore, this event is assessed as not reportable. There will no longer be any further reporting under manufacturer report number 3012236936-2023-03329. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.